Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump cracked on the backside, received battery failed alarm and pump flashed medtronic logo. Troubleshooting was performed. Customer confirmed that the reservoir and infusion set does not showed any signs of damage. Issue was not resolved and the customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
S.w version 6.5w retainer ring = black case type = ngp customer returned pump for an alleged failed battery alert/battery failed alarm, flashing medtronic logo and cosmetic damage located at the backside found on 24-feb-2023. The pump was received with a cracked battery tube threads. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. The pump was monitored and no failed battery alert/battery failed alarm and flashing medtronic logo noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error 25, replace battery alert/replace battery now alarm and power loss alarm. No failed battery alert/battery failed alarm recorded in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: 02/20/2023 04:06:17.000 02/20/2023 15:00:29.000 02/24/2023 20:43:30.000 02/24/2023 20:45:08.000 02/24/2023 21:16:17.000 pump error 23 alarm was recorded and found in the formatted history file on: 02/24/2023 20:43:45.000 02/24/2023 20:45:21.000 replace battery alert was recorded and found in the formatted history file on: 02/20/2023 04:00:00.000 02/20/2023 15:00:00.000 02/22/2023 16:00:00.000 replace battery now alarm was recorded and found in the formatted history file on: 02/22/2023 16:31:00.000 power loss alarm was recorded and found in the formatted history file on: 02/22/2023 17:07:32.000 02/24/2023 20:43:55.000 02/24/2023 20:44:03.000 02/24/2023 20:45:33.000 02/24/2023 20:45:41.000 pump error 25 alarm was recorded and found in the formatted history file on: 02/20/2023 07:00:00.000 the power management tool confirmed pump error 25 alarm, replace battery alert/replace battery now alarm and power loss alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Please see below for pump errors/alarms noted 1 week prior to the event date 24-feb-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 02/21/2023 19:09:00.000 02/23/2023 09:24:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: 02/23/2023 09:40:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a keypad overlay peeling, a stained keypad overlay, a pillowing keypad overlay, a scratched case, a serial number label missing and a end cap address label missing. Cosmetic damage was confirmed at the backside of the pump. Failed battery alert/battery failed alarm and flashing medtronic logo were not confirmed. However, pump error 25 alarm, replace battery alert/replace battery now alarm and power loss alarm were confirmed due to connector resistance issue on j6/pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.